Event description:
Since I was implanted with essure in (B)(6) 2009, I have nothing but issues with my health. My periods are excruciating and I now suffer from ovarian cysts. I have constant pain including pelvic, stomach and lower back pain. I also experience frequent dizzy spells as well as migraine headaches.